Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. During the investigation manufacturer observed some dust-like contaminants on the top enclosure and display. A black-ish blemish in the front panel was observed. White powdery dust like contaminant was observed on the blower, blower box, and filter. The iso port has a reddish colored substance on it. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation on the humidifier, manufacturer observed the water tank had a dust-like contaminant within it. The dry box seal and dry box contained an unknown dust-like particle. A dust-like contamination was observed on the ido port, flip lid assembly, heater plate, flip lid seal, and the rear panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.